Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for glenoid erosion. Revision tsa to rsa. Patient ID: (B)(6).